Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem of 'audible alarm does not work' was confirmed/reproduced during evaluation by troubleshooting the device. Evaluation observed no sound output from the device and was found to be caused by a failing rear case assembly. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced audible alarm does not work. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available